Event description:
Three pts reported second degree burns following hair removal treatment with the lightsheer head of the lumenisone. One pt had hyperpigmentation in addition to the burn. Two other pts were treated with emu oil/zinc (not prescription).

Manufacturer narrative:
Service determined that the handpiece had a very large spot on the sapphire tip. Dirt on the chill tip can become very hot during treatments and can cause burns. Per the customer engineer ce, when he discussed the debris problem with the customer staff, the staff person immediately began wiping the sapphire tip, such that the debris on the tip then was much less than the amount of debris on the tip when the ce arrived on site at the customer location for the service call. The lightsheer treatment head was sent to the service depot for additional eval. The service depot confirmed that the sapphire tip had a very large spot. The tip was cleaned by the service depot and the handpiece was tested and found to be functioning properly. Service depot performed all necessary reliability improvements and final test. The customer was sent a letter describing the importance of proper maintenance of the lightsheer sapphire tip.